Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up in clinic visit, an increased in pacing impedance and threshold was noted on the right ventricular lead. The lead was explanted and replaced. Patient was stable post-procedure.

Manufacturer narrative:
Correction: - the explant date should have been blank rather than (B)(6) 2019 as the lead was capped and not explanted on that date.